Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any malfunction or mfg deficiency was found that would have directly caused or contributed to the customer's high bg levels. An air bubble, however, was found within the pod's insulin reservoir. This typically occurs when air is introduced into the pod during the fill process and is not related to any mfg process issue or product defect. The omnipod's user guide instructs users on proper filling technique and includes the following warning: "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. "User error", therefore, is considered to be a contributing factor to the customer's reported high bg levels. Insulet has initiated an internal investigation to determine if marketing can improve education and training related to this topic. The investigation is in-process as of the date of this report. Note: the investigation confirmed the presence of a cannula kink. However, no obstruction of the fluid path was found. During testing, fluid was seen exiting the tip of the cannula. Insulin delivery to the customer would not have been impeded or restricted due to a cannula kink.

Event description:
The customer's mother reported that her son "had a high bg over 500mg/dl" with moderate ketones. She administered a correction bolus with the pod, but his levels did not lower; she then administered a manual insulin injection. The cannula was reportedly bent, though no alarm was initiated. The pod will be returned for eval.